Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) vancomycin 1 gram, and inj fortum 1 gram, (frequencies and routes of administration not reported). At the time of this report, the peritonitis was resolved and the patient was recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available at this time. This is report 2 of 3 involved in this event.